Event description:
A discordant immulite 2000 human chorionic gonadotropin (hcg) result was obtained on a patient sample. The result was reported to the physician. Upon retest the corrected result was reported to the physician. There is no known report of adverse health consequences due to the discordant hcg result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument. After evaluating the data and the instrument, it was determined that the cause of the false negative hcg result is unknown. The fse decontaminated the instrument, water bottle and probe wash bottles. Flushed the system with fresh water. Controls were run and the system was operational. No further evaluation of the device is required.